Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer stated she was in the intensive care unit for 2 days and then transferred to a regular room for 2 more days. Blood glucose value at the time of admission was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.